Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.